Manufacturer narrative:
(B)(4). A fracture of the inner coil was noted at 17.0cm from the connector pin, consistent with fatigue. The optim sheath was externally abraded at this location. This fracture is consistent with the field observation of high pacing lead impedance.

Event description:
It was reported that a patient notification was delivered for high, out of range pacing lead impedance. Exit block was also noted. Lead was explanted and replaced. Patient condition was good after the event.